Manufacturer narrative:
Upon receipt the lead was found cut 12 and 20 cm distal to the df-1 connector pin. A proximal, medial and a distal lead fragment were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 15 and 13.5 cm proximal to the lead tip the insulation was found damaged due to wear. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the fracture conductor cable leading to the ring electrode most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient received 10 inappropriate shocks due to noise. Noise noted on earliest iegm of (B)(6) 2020. It was noted that the patient has been non-compliant with follow-up and not on homemonitoring. Lead was explanted on (B)(6) 2020. Should additional information be received, this file will be updated.